Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 03/17/2025, a sales representative reported via (B)(4) that an ar-2386-09 quadpro harvester was stuck with the amputation device, causing the graft to be amputated prematurely. The issue caused tissue damage. The case was completed successfully, and no pieces broke off in the patient. This was discovered during an acl reconstruction procedure on (B)(6) 2025, with no reported patient harm. Additional information was received on 03/25/2025: no surgical intervention was required. The only tissue that was damaged was the graft during amputation with the 9mm quadpro. The graft was short by roughly 5 mm due to the device not amputating correctly. However, the graft was still acceptable for completing this surgery. The case was completed using the 9mm quadpro. There was no major delay in the case, and no additional anesthesia was administered. No damage was visualized on the remaining quad tendon following device failure. Damage was isolated to the harvested graft, and was still acceptable for use for this patient.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error. The surgical technique, lt1-000052-en-us_d, outlines the following in step 11 of graft amputation: advance the push rod forward to amputate the graft. Deploying the push rod into the handle using a syringe-type motion will allow for an easy amputation. Note: during amputation of the graft, it is important to maintain visualization of the harvested length to ensure the graft is not cut short.